Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however field reports indicate the capture issue was consistent with the dislodgement of the lead.

Event description:
During follow-up, no capture was observed on the atrial channel. Diagnostic imaging confirmed lead dislodgement. The lead was successfully repositioned and the patient was in stable condition.